Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two photographs of the complaint event. Photographic inspection noted the loading unit still attached the handle. The handle retraction knobs were still advanced. The loading unit anvil was noted to be agape and damaged with the knife blade still advanced to the 4cm cut line. The knife blade is deformed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition. Without the physical product, a definitive root cause could not be identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic laparoscopic lobectomy, while the linear cutting occluder severed the interpulmonary fissure, in the process of firing the staples, the anvil collapsed and was split.the staple burst when it was started firing, and the staples were not pushed out of the push nail board. They changed the device to resolve the issue in order to complete the case. There was no patient injury.